Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ps-rp revision surgery following pain. About half a year after cementless primary surgery. After the removal of the tibial implant, no fixation was made between the bone and the implant. Doi: unknown; dor: (B)(6) 2022; unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Review of the photographic evidence was performed. Based on the provided information, it is not possible to confirm the reported allegation of implant loosening. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. H10 additional narrative:

Event description:
Additional information was received indicating that there was no surgical delay.